Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after implantation of an unknown supera stent the patient was re-hospitalized. The patient presented with cardiac insufficiency. An angiogram detected a vessel occlusion in the site where the supera stent was deployed. Unspecified medical intervention was performed to treat the occlusion. It is possible that timi iii flow was not achieved after implanting the supera stent in the index procedure. Additionally, the patient expired due to cardiac insufficiency, not related to the supera stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as known patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report additional information indicates that the stent was implanted around (B)(6) 2016.